Event description:
During procedure with the rotablator device, they were unable to advance the burr passed the left main. They dynaglided out and as they pulled back, the burr separated and remained in pt's left main. The physician was able to remove the burr with a snare over the wire.